Manufacturer narrative:
The patient's exact age is unknown. However, it was noted to be over 18 years. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.

Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2013-04226 for a description of the other device. This report is for the second device. It was reported to boston scientific corporation that two speedband superview super 7 devices were used during a procedure for band ligation of a varicose vein in esophagus on (B)(6) 2013. According to the complainant, the device was successfully introduced and advanced to the position where the bands were going to be released. All the bands became released immediately, when the handle was turned. A second speedband superview super 7 device was introduced into the patient, however, the same problem occurred. The bands remained inside the patient, as the physician allowed the bands to be discharged by the patient's body. The physician decided to abort the procedure due to this events. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.